Manufacturer narrative:
Handpiece was requested by manufacturer. Dentist does not provide this for evaluation. It is still in usage. After corresponding with dentist - root cause might be a problem in application. Accidental pressing of the push button while the drill was rotating. This resulted in rapid heating. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare and maintain the handpiece for each treatment and how to use it: 2.3 technical condition, page 20 never press the push-button during operation of the device. Never use the instrument to keep the cheek, tongue or lip at a distance. 2.3 technical condition a damaged product or damaged or not kavo original components could injure patients, users or third parties. Use the device and components only if there is no damage on the outside. Check to make sure that the device is working properly and is in satisfactory condition before each use. Have parts with sites of breakage or surface changes checked by the service. If the following defects occur, stop working and have the service personnel carry out repair work: malfunctions, damage (e.g. Caused by being dropped), irregular running noise, excessive vibration, overheating, bur is not seated firmly in the handpiece. Notice damage to the chuck system. Material damage. Never push the press-button while the bur is rotating. 6.1 checking for malfunctions caution overheating of the device. Burn injury or product damage due to over-heating. If the device overheats, stop working and have the service personnel repair the device.

Event description:
During a treatment filling - handpiece got hot and caused burn to the dentist. Size of the burn is pea sized. Location of the burn is the thumb. There was no medication necessary. Healed without any follow up.